Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was noted that end of service (eos) was seen on the non-rechargeable implantable neurostimulator (ins) on (B)(6) 2017. It was unknown if there was dissatisfaction or an allegation against device longevity. It was reported that the caller thought that the battery depletion quickly. It was noted that the patient used their device 24/7. No symptoms were reported. The manufacturer representative met with the patient on the next day ((B)(6) 2017) and parameters were noted to be c1 at 4v, 450pw, and 60hz with 429 ohms using the following electrodes 2+3-4-5+. C2 had 4.1v, 450pw, and a rate of 60 with 279 ohms when using 2+3+4+5+ 8-9-12-13-14-. It was also reported that 13/15 show >10000. It was reported that the caller had adjusted to these settings a couple of months ago and that these settings were needed for the patient¿s coverage. Per the estimate performed by technical services during the call, the current settings show a battery life estimate of 6 months. No further complications were reported.

Manufacturer narrative:
The device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017 confirming that the ins was at normal eos due to settings. The manufacturer representative was going to discuss whether the leads should be replaced too due to impedances of >10,000 ohms on 0/13 and 0/15 pairs when using 0.7v. During the call testing was run at 3v which showed the 0-7 lead values were in normal range (800-900 ohms) and the 8-15 were normal except 0/13 had 8100 ohms and 0/15 had 18,000 ohms. Per the manufacturer representative, program c was using contact 13. The patient had good coverage except they felt a "bee stinging" sensation at times which sometimes occurs when they were just laying down. It could not be confirmed which of the 4 programs the patient was using when they felt the ¿bee sting¿ sensation. Per the calling the manufacturer representative it was unknown if the leads would also be replaced. It was reported that the patient was pushing to have the leads replaced with the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that starting in the middle of (B)(6), she started to a feel a little shocking going down her legs every now and then. The patient did not recall when the battery first went out, but it was working in (B)(6)2017 and then the problem started sometime after the beginning of (B)(6)2017. The next steps taken are that they are talking about replacing the implantable neurostimulator with their health care provider. She was originally told that this battery would last 4-5 years, and then the patient was told by the manufacturer representative that it depleted faster than expected due to the settings. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reporting that it was not determined if further actions were needed to resolve the high impedances (lead replacement, further programming, etc.). It was reported that the patient was discussing their options with their physician (e.g. Replacing battery and percutaneous leads with a new rechargeable battery and paddle lead). It was reported that the provided information was provided with the physician/account. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2018-jan-18 reporting that the patient had seen a different health care provider (hcp) who was going to start the patient on a new trial. The hcp would be leaving all current components in place and trial with new components in the future on (B)(6)2018. Currently the patient was getting good coverage but had one lead with an impedance issue (B)(6)2017. On (B)(6)2018 information was received from the consumer reporting that the scs was ¿already out.¿ additional information was received on 2018-feb_02 from the consumer clarifying the events that occurred. It was reported that the scs device was implanted on (B)(6)2016 and was supposed to last for 5 years but it did not even last a year. The patient had to go through more unnecessary surgeries for their severe back problems due to this. It was reported that the patient had pain and suffering due to these problems. No further complications were reported.